Event description:
Pt was receiving first dose of vyepti 300mg IV. Had previously received vyepti 100mg IV with no reactions or complications. Med was infused over 30 min in a hand vein through a 24g IV. At end of infusion rn removed IV and placed a gauze and coban over the IV site. While she was obtaining end-of-infusion vital signs, pt started to cough, then reported a tickle in her throat. Shortly afterwards she complained of shortness of breath. Rn supervisor was summoned and assessed patient. Pt bp and hr were elevated, 178/112 and 113 respectively, spo2 was 97% on room air, respirations even and somewhat increased work of breathing noted. Frequent dry coughing. No other symptoms or pain reported, no rash or hives observed. Pt was calm. Pt reported a history of chf; due to this history and elevated hr it was decided to give im benadryl instead of epinephrine at that time. Several minutes after benadryl was injected the pt's coughing lessened noticeably and she reported less shortness of breath. Vitals remained stable. Ems arrived for pt and transported. Notably, this pt also has an allergy to latex. Prior reaction was rash. The coban placed on the IV site after the IV was discontinued did contain latex, and the patient's symptoms began shortly after the coban was placed. Upon discovery of the allergy the coban was removed as ems was departing with the patient. We did not receive information about the patient's condition after transport, so it is unclear whether the reaction was related to vyepti or latex exposure. Diagnosis for use: g43.709 chronic migraine w/o aura.